Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018 . No additional patient or event information is available. Data was provided for evaluation. Data investigation could not confirm a failed transmitter error. The root cause could not be determined.